Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, ¿the outer box of the kit is labeled as a cervicool kit, when it's really a lumbarcool kit. This may cause issues and someone might accidentally use it for cervicool, even though the needles are much longer. The doctor identified the difference but chose to use the kit for the procedure and no harm or injury was caused to the patient, due to identification of the confusion prior the official start of the procedure." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).